Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and provide the completed investigation results. One tr band was returned for assessment. The sample was subject to visual analysis. No damage or deformities were noted on the band or balloon assembly. There is 5ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the inflation balloon to check valve seal. The sample failed leak testing. The sample was placed under the microscope to look at the location of the leak. Upon microscopic inspection, there is a gap in the inflation balloon to check valve glue seal one tr band was returned for assessment and leaked at the inflation balloon to check valve seal due to a gap in the seal. The complaint can be confirmed for air leakage issues. The gap in the seal caused the air leakage issues. A nonconformance was initiated for this issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the scrub tech placed a tr band on the patient's wrist in the usual manner. Fourteen milliliters of air were injected into the band, and the sheath was removed. Approximately three minutes later, bleeding was observed. A new tr band was applied. There was no noticeable damage to the original band. The patient remained stable throughout the procedure. Blood loss was less than 250cc. The procedure performed was a heart catheterization.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to correct the verbiage in section h11. Due to internal review it was found a correction was needed to section h11. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One tr band was returned to terumo medical corporation for assessment. The sample was subject to visual analysis. No damage or deformities were noted on the band or balloon assembly. There is 5ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the inflation balloon to check valve seal. The sample failed leak testing. The sample was placed under the microscope to look at the location of the leak. Upon microscopic inspection, there is a gap in the inflation balloon to check valve glue seal. One tr band was returned for assessment and leaked at the inflation balloon to check valve seal due to a gap in the seal. The complaint can be confirmed for air leakage issues. The gap in the seal caused the air leakage issues. A nonconformance was initiated for this issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.